Event description:
It was reported by the customer that the tip of the micro drill medium angled attachment has detached. There was no patient involvement, no delay, and no adverse consequences reported.

Manufacturer narrative:
The event for nose cone missing from attachment was confirmed by the qa technician through functional evaluation, disassembly and visual inspection. During the functional evaluation, it was determined the nose cone separated and was missing from the device. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported by the customer that the tip of the micro drill medium angled attachment has detached. There was no patient involvement, no delay, and no adverse consequences reported.